Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The medical investigation concluded that, based on the limited information provided and without the return of the device for evaluation, the root cause of the reported pain and stiffness cannot be determined. The impact to the patient beyond the revision cannot be concluded. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported a revision surgery performed due to persistent pain and stiffness. Insert size increased to size 12. New 29 mm biconvex patella implanted.